Event description:
It was reported that the pump did not recognize the cartridges. There was no information available regarding the impact on the customer¿s blood glucose level. The pump was expected to be returned for further inspection, but no additional action or outcome was noted.